Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The patient had a positive home pregnancy test and was drawn in the doctor's office. The result for this sample was 0.817 miu/ml which was reported as <5 miu/ml and was considered negative for pregnancy. Heparin therapy was to start for the patient once there was a positive patient test. On (B)(6) 2018, the patient went to a different laboratory for testing and the hcg result was 2600 miu/ml. The sample from (B)(6) 2018 was then retested and the result was 934.4 miu/ml. There was no allegation of an adverse event. The reagent lot number was 28429203. The expiration date was requested but was not provided. The customer rechecked other samples tested for hcg on the same day and no other issues were found. The field service representative found an issue with the sample and sipper probe alignments. He performed alignments, preventative maintenance, and verified many patient samples. The customer performed qc.